Manufacturer narrative:
Additional information: reported event of stent cover missing. Reported event of stent tissue ingrowth. The device has not been received for evaluation; therefore, a technical analysis could not be performed. The most probable root cause classification of this investigation is operational context. This is defined as a complaint that is associated with a product that meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rmv stent was implanted in the common bile duct during a stent placement procedure performed on (B)(6) 2014. According to the complainant, the stent was implanted to open up a post-surgical anastomotic stricture. Reportedly, the patient had previously had a liver transplant. On (B)(6) 2014, during a planned stent removal, the physician pulled the stent past the stricture with most of the stent hanging out into the jejunum but the stent was unable to be removed. The stent was noted to be stuck, broken and unravelled due to the amount of force used to pull it. The physician abandoned the procedure and on (B)(6) 2014 an attempt was made to place a second stent within the first stent but the procedure failed due to difficulties in cannulation through the twisted region of the original stent. On (B)(6) 2014 a second stent was successfully implanted within the first stent to facilitate removal. On (B)(6) 2014, the two stents were successfully removed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on december 4, 2014. On (B)(6) 2014, upon stent removal, it was noted that the stent cover was missing from one of the stent cells near the end allowing tissue ingrowth within the stent.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4). Reported event of stent difficult to remove. Reported event of stent broken. Reported event of stent unravelled. The device has not been received for evaluation; therefore, a technical analysis could not be performed. The most probable root cause classification of this investigation is operational context. This is defined as a complaint that is associated with a product that meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rmv stent was implanted in the common bile duct during a stent placement procedure performed on (B)(6) 2014. According to the complainant, the stent was implanted to open up a post-surgical anastomotic stricture. Reportedly, the patient had previously had a liver transplant. On (B)(6) 2014, during a planned stent removal, the physician pulled the stent past the stricture with most of the stent hanging out into the jejunum but the stent was unable to be removed. The stent was noted to be stuck, broken and unravelled due to the amount of force used to pull it. The physician abandoned the procedure and on (B)(6) 2014 an attempt was made to place a second stent within the first stent but the procedure failed due to difficulties in cannulation through the twisted region of the original stent. On (B)(6) 2014, a second stent was successfully implanted within the first stent to facilitate removal. On (B)(6) 2014, the two stents were successfully removed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.